Manufacturer narrative:
A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. One tr band was returned for assessment. The sample was subject to visual analysis. There is no damage noted on the band or balloon assembly. There is 0ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the balloon assembly or inflation balloon assembly. The sample passed leak testing. The sample was subject to manual leak testing. Approximately 18ml of air was injected into the balloon assembly and the sample was placed in its container for more than 12 hours but less than 24 hours. After 12 hours the air was removed and 17ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for foreign matter or damage. Upon deconstruction, a foreign matter was found in the check valve. No damage was found in the check valve. The complaint can be confirmed for foreign matter in the check valve. The ops qe was contacted, and a nonconformance (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. It is possible the foreign matter shifted during transport of the sample and contributed to the air leakage the user experienced. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
Patient identifier, age/ dob, sex, weight, ethnicity & race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: x-ray tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band device involved self-deflated, resulting in bleeding at the access site. The team noted that the band self-deflated during recovery and bleeding was observed. The issue was resolved by removing the defective band and replacing it with a new one. The estimated blood loss was less than 250cc's. The patient was in stable condition and discharged. The procedure outcome was successful and was as desired. Additional information was received on 17mar2023: it was reported that the account was unsure at which part the band was deflating from. 18 millimeters (ml) of air was injected into the tr band when it was applied. The band started deflating ten (10) minutes after procedure started. A new band was applied to achieve hemostasis. Additional information was received on 29 mar 2023: the second band achieved hemostasis. A hematoma formed.